Manufacturer narrative:
(B)(4).

Event description:
It was reported to covidien that during pt use, the spo2 value lowered (95%). The sensor was replaced to a ds100a, the spo2 value was then 100%. No pt harm reported.